Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 170 mg/dl and their sensor glucose read 70 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer declined to troubleshoot. It was also found the customer had calibration error and change sensor alerts from their sensor. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.